Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Device not returned to manufacturer. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic peripheral procedure when the physician attempted to remove the manufacture's catheter device it would not come out of the sheath. A j wire as inserted into side channel sheath to maintain access. The manufacture's device was cut and the sheath and remaining catheter were removed as one system. Procedure was completed without further issue. This adverse event is being reported as additional intervention was required to remove the manufacture's device.

Event description:
This follow-up report is being submitted to report device analysis observations for manufacture's device.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. A portion of the device, including the connector, were not returned with the device. Visual and microscopic inspection were performed on the returned device. There was a knot and clamp marks on the proximal shaft. The probable cause of the movement failure would be damage not expected during routine use. Per IFU, if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath guide catheter) at the same time. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined how and when the cause of the failure occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.